Event description:
Resuscitation bag failed to pressurize while trying to give the drug beractant. Resuscitation bag was removed and the infant was "ambred" by using a mechanical ventilator by increasing the rate during drug administration.